Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are having issues with the remote and charger charging their implant. Patient stated when they are trying to charge ins, not connecting to charging up ins, hard time making connection, getting message try again, no device found. Patient services (ps) assisted patient with resetting the controller, after resetting, the controller power on and recharging when plug into the outlet with green light flashing, showing message to charge the implant, ins is low. Ps asked patient inspect the recharger (rtm) for damage and if the rtm gets hot and patient said rtm gets warm and there is no visible damage to the rtm. Patient started charging the ins, controller shows ins low / orange recharging excellent, controller 80% charge. Ps reviewed device function and patient said he didn't know he should press recharge, he usually press try again. Patient stated device seem to be working like normal. The troubleshooting steps that were taken on the call resolved the issue. Ps reviewed if issue continue to call ps for assistance. Additional information was received from a patient (pt) regarding an external device. Pt called from registered number and mentioned they have had a really hard time charging their implanted neurostimulator(ins). Pt got the "no device found" screen and entered passive recharge mode. After several minutes in passive recharge mode, the pt could not advance out of passive recharge mode and had not been able to charge the ins all weekend because the controller kept displaying the "no device found" screen and pt could not advance out of passive recharge mode. Pt spoke to a manufacturer representative (rep) who thought the recharger antenna needed to be replaced. The patient was sent out a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen due to being stuck in passive recharge mode with all 0's. Also, there was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.